Event description:
Analysis of the returned guidewire found that the polytetrafluoroethylene (ptfe) coating was peeled off. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned guidewire found that the polytetrafluoroethylene (ptfe) coating was peeled off at approximately 32cm from the proximal end. The coating appeared to be scraped off of the guidewire with the torque device collet. No anomalies were observed with the hydrophilic coating on the distal end. The guidewire dimensions were found to be within specifications. No friction or resistance was noted during functional test with a microcatheter. The device directions for use (dfu) cautions to: ¿securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.).¿ the coating damage on the proximal end of the guidewire was likely due to the insecure fastening of the torque device. Therefore, a cause of dfu instruction not followed was assigned.